Event description:
Caller reported a cartridge alarm 30 during the pumping process. There was no reported adverse impact on customer's blood glucose level. Customer will continue using their current pump as backup insulin therapy.